Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7073132.

Event description:
It was reported that during the procedure after the leads were implanted and anchored, the patient coded. The patient was flipped to stabilized vitals, intubated, then prepped and draped. The physician tried to sterilized the leads and tunneled and closed. The patient has been seen by the physician several times since the event and is doing well post operatively.